Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient receiving clonidine (1000 mcg/ml at 149.79277 mcg/day) via an implantable infusion pump. It was reported the patient had an MRI on their shoulder on (B)(6) 2022. The pump was still stalled and ringing 30 minutes after the end the MRI, so the clinicians waited, but the pump did not restart. It was indicated the patient only had nacl (saline) in the pump and it was going to be explanted because their primary indication was improved, so the patient didn't need the pump anymore. The patient was to go home and call the clinicians the day after. On (B)(6) 2022, the patient indicated they didn't remember when the pump stopped ringing, but they tested a bolus and it worked. On (B)(6) 2022 a refill was performed and everything worked well. The next step was to have the pump explanted on (B)(6) 2022. The event was considered resolved without sequelae as of (B)(6) 2022. The event was considered related to the device/therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# b0764646k serial# implanted: explanted: 2022-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via clinical study and company representative. The patient was 59 years old at the time of consent. The whole device system (pump and catheter) was explanted on 2022-(B)(6). Resolution of symptoms and patient having no longer required therapy was further indicated. Regarding if the pump would be returned to the manufacturer, it was noted that this information was not provided.